Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter questioned elevated sodium electrode (na) and chloride electrode (cl) results for an unspecified number of patient samples tested on a cobas pro ise analytical unit. A discrepant high na result was provided for 1 patient sample. The initial result was 149.4 mmol/l. The repeat result was 142.5 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) found a defective vacuum nozzle. The fse cleaned the flow path, replaced the sample probe and vacuum nozzle, and performed alignments. An ise check, calibration, qc, and precision results were all within specification. The investigation determined that the issue found by the fse (defective vacuum nozzle) was the root cause of the event.